Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) normal battery depletion.

Event description:
It was reported that there was sensing difficulty. The device and lead were replaced. No patient complications were reported as a result of this event.